Manufacturer narrative:
(B)(4). Device evaluation: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, are you able to confirm where in the firing sequence that the knife stopped? Did the device fire beyond the vessel, but not complete the full staple and cut line when it stopped (partially fired and stopped short of a complete staple line and cut line)? Or, did the device fully fire and stop during the automatic knife return? Yes, the device fully fired and then stopped.

Event description:
It was reported that during a left lower lobe resection, the jaws did not open since the knife did not return to the home position after the first firing on blood vessel. Ligation was performed on both sides of the jaws, and the knife reverse switch was used to open the jaws. The staples were formed and the cut line was completed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Corrected data: date of this report: (B)(6)2017.